Event description:
The customer called to report water damage, followed by a long series of beeps and a blank display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable verify for the audio/beep anomaly due to the blank display. The insulin pump also had a corroded motor home switch.